Event description:
The peritoneal dialysis patient's mother reported a leak during treatment. The fluid was identified on the bottom of the cassette. The patient completed treatment with manual exchanges. The sample was discarded. No prophylactic antibiotics were administered.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.